Event description:
It was reported that the procedure was to treat an 100% stenosed de novo lesion in the left anterior descending (lad) artery with heavy calcification and moderate tortuosity. The 3x15mm xience alpine stent delivery system (sds) was advanced to the target lesion and the stent was implanted; however, under imaging the stent strut was noted to be fractured and a dissection was also noted. Therefore, a 3.5x18mm xience alpine stent was implanted to treat the fracture stent and dissection. There was no adverse patient sequela and no clinically significant delay reported in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. A conclusive cause for the reported difficulties and patient effect(s), cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. It was reported that the stent delivery system (sds) was advanced to the target lesion and the stent was implanted. However, imaging revealed that the stent strut was fractured (break). Potential factors that may contribute to stent fracture (break) include, but are not limited to, tensile strength, corrosion, over inflation of the stent, deployment technique, interaction with accessory devices, and/or interaction with challenging anatomy. As the device was not returned for analysis, the exact cause of the reported stent fracture (break) could not be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling; therefore, no product-related corrective action will be implemented in this case.